Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a right hemi-colectomy, the surgeon performed functional end to end anastomosis. After firing stapler completely, the surgeon noted signification oozing from the staple line. He used electro cautery to coagulate this bleeding. He used suture to sew over the staple line to ensure hemostasis. The current patient status is stable.6. Is there any evaluation of the event by the attending physician, surgeon, hospital representative, or healthcare professional?